Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: additional device product code: ktt. D7: part of the screw remained in the patient¿s bone; device not considered explanted. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report captures the intra-op event, while related complaint (B)(4) captures the post-op issue of having a delay in healing of the bone that could led to the screw breakage during removal. Concomitant devices reported: unknown screwdriver (part # unknown, lot # unknown, quantity 1); 3.5mm ti lcp proximal tibia plate (part# 04.124.201s, lot# h608399, quantity# 1) 3.5mm ti lcp medial proximal tibia plate 6 hole(part# 439.957s, lot# h582399, quantity# 1). This report is for one (1) 3.5mm ti locking screw self tapping 28mm.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The initial complaint was reviewed and found not reportable. It was determined this event had been captured on another complaint (B)(4) and the information had been reported on MFR (B)(4) and part of period summary reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. It was determined this event had been captured on another complaint (B)(4) and the information had been reported on MFR (B)(4) and part of period summary reporting.

Manufacturer narrative:
This report is for an unk screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent internal fixation surgery with the plate and the 6 locking screws in question. On (B)(6) 2019, the patient underwent removal surgery. During the removal surgery, the 6 locking screws broke at those necks. The surgeon removed the plate, but he didn't remove the 6 screw shafts, and he finished the surgery. Re-operation was done because of the bone union. Each of the six screws was broken at their necks when the surgeon tried to remove each of the six screws with a screwdriver. Dr said that the screw may be under load because the bone union was delay. The 6 screw shafts remained in the body. Patient information is unknown. Concomitant devices reported: unknown plates: tibia (part# unknown, lot# unknown, quantity# 1). This is report 1 for 6 (B)(4).